Event description:
Loss of suction. No suction.

Manufacturer narrative:
The complaint investigation was deemed confirmed, upon an evaluation of the returned device. The complaint states ¿no suction¿. Additional information was received from the customer, which indicates that there is no patient involvement with this event. The root cause for the issue reported is due to a defective vacuum motor. The motor was changed and all functional testing were conducted with pass results. No other corrective action is needed at this time. The complaint database was reviewed for the serial #(B)(4) and no prior issues have been reported for this device. There is no indication of any harm and/or injury to the patient with the reported complaint. (B)(4).

Event description:
Loss of suction. No suction.

Manufacturer narrative:
Patient impact/involvement uncertain at this time; follow-up communications are under way to obtain any additional information available. Smith & nephew is actively investigating the information provided; results of investigation will be provided in a supplement report.